Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol sepramesh ip device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip. (B)(6) 2013: the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol sepramesh composite ip. As reported, the attorney alleges general allegations regarding bard/davol sepramesh composite ip for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip. On (B)(6) 2013: the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol sepramesh composite ip. As reported, the attorney alleges general allegations regarding bard/davol sepramesh composite ip for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: on (B)(6) 2012 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the implant of sepramesh ip. Per operative notes, ¿lysis of adhesions were performed and all of the contents were reduced from hernia sac. The piece of sepramesh ip was placed flat and secured using tacker.¿ on (B)(6) 2013 - patient was diagnosed with recurrent incisional hernia, laxity of the mesh with abdominal pain thereby underwent open repair with the removal of mesh. Per operative notes, ¿the mesh was loosely adhered anteriorly and laxed. The mesh was removed. A biological mesh (strattice mesh) was placed underlay beneath abdominal fascia and secured using sutures.¿ attorney alleges that the patient had adhesions, infection, pain, discomfort, lack of incorporation and hernia recurrence.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol sepramesh ip device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 11 months post implant of sepramesh ip, patient was diagnosed with hernia recurrence and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and pain as possible complications. . Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.